Event description:
It was reported by the rep that when the device, with reload cartridges, was used during a colon resection procedure, it did not staple. Another device was used to complete the case. There was no pt consequence.